Event description:
It was reported that the patient reported to the emergency room with a fvt/vf (fast ventricular tachycardia / ventricular fibrillation) episode terminated with 24joules shock. It was further reported that 3joules was actually delivered, likely due to a positional high voltage (hv) shunt between the right ventricular (rv) distal coil and coronary sinus (cs) coil. The cs coil had migrated back into right atrium (ra) /cs. The cs coil was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable biv defibrillator, (B)(6) 2011; 4194 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2004; 2872 lead adaptor, (B)(6) 2005; 6940 implantable defib lead, (B)(6) 1999; 6945 implantable defib lead, (B)(6) 1999. (B)(4).